Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on device settings, the device did not reach the expected longevity. No high current drain sources were found throughout temperature, humidity and automated electrical testing. The battery was sent to the vendor for analysis. Analysis found an internal anomaly within the battery, which caused the premature battery depletion.

Event description:
It was reported that the device exhibited premature eri with low pacing percentage and no therapies. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.